Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Six photos were provided by the customer and reviewed. First four images and the sixth image show the balloon has been completely detached and retrieved by snare retriever tool. Fifth photo shows the balloon can be seen detached completely from the catheter exposing the inner guide wire lumen and the detached balloon was retrieved by using the snare retriever tool. No other anomalies noted. As the submitted photos show the evidence of balloon detachment and the detached balloon was retrieved with the snare retriever tool. Therefore, the investigation confirmed for the reported balloon detachment and identified removal difficulty of detached balloon. However, the investigation remains inconclusive for the balloon entrapment as no objective evidence was observed on the submitted photos. A definitive root cause for the reported entrapment, detachment issue and identified difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 01/2026), g3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in right anterior venous, the balloon allegedly had detached from the catheter and remained partially inflated at the interior of the vena cava. It was further reported that the balloon was allegedly stuck in the partially swollen treatment site. Reportedly, the balloon had to be deflated with serrated biopsy forceps by tearing the balloon and the balloon was retrieved via a loop catheter. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure for the stenosis of the right anterior venous trunk, the balloon allegedly detached from the catheter and remained partially inflated at the interior of the vena cava. It was further reported that there were difficulties in retracting the device as the balloon was detached from the catheter shaft and became stuck at the partially swollen treatment site. Reportedly, the balloon was completely removed from the patient using vascular snare and biopsy forceps. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in right anterior venous, the balloon allegedly had detached from the catheter and remained partially inflated at the interior of the vena cava. It was further reported that the balloon was allegedly stuck in the partially swollen treatment site. Reportedly, the balloon had to be deflated with serrated biopsy forceps by tearing the balloon and the balloon was retrieved via a loop catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Six photos were provided by the customer and reviewed. First four images and the sixth image show the balloon has been completely detached and retrieved by snare retriever tool. Fifth photo shows the balloon can be seen detached completely from the catheter exposing the inner guide wire lumen and the detached balloon was retrieved by using the snare retriever tool. No other anomalies noted. As the submitted photos show the evidence of balloon detachment and the detached balloon was retrieved with the snare retriever tool. Therefore, the investigation confirmed for the reported balloon detachment and identified removal difficulty of detached balloon. However, the investigation remains inconclusive for the balloon entrapment as no objective evidence was observed on the submitted photos. A definitive root cause for the reported entrapment, detachment issue and identified difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.